Event description:
Reporter indicated that patient's lead were replaced prophylactically. Diagnostic history was received and reviewed by manufacturer. It showed system diagnostics were performed and resulted in high lead impedance. Product analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.